Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) declared early replacement indicator (eri). The device is programmed with normal outputs, and has not delivered tachy treatments. The device was implanted approximately 2 years.